Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Device interrogation revealed the device had recorded a battery depletion code. Data analysis confirmed the code was caused by multiple magnet applications and subsequent beeping. Boston scientific technical services (ts) discussed the code could be reset. No adverse patient effects were reported.